Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son-in-law reported via phone call that the customer heard a small pop and explosion inside the insulin pump. The reported was assisted with damage troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The reporter stated that there was crack in the battery compartment and it looked like it has exploded. The customer was taking a nap during the incident. The reporter was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.